Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2021-00781. Section h. Box 3. Report source. This report is associated with MFR report number: 3005168196-2021-00782.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00782.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery using a lantern delivery microcatheter (lantern) and guidewire. It was reported the patient¿s anatomy was highly tortuous. During the procedure, the physician implanted seven ruby coils in the target location. When the next ruby coil was retracted from the aneurysm for reforming, the ruby coil unintentionally detached in the lantern. The physician then retrieved the detached ruby coil and lantern. Subsequently, the physician reinserted the same lantern. When advancing the lantern along the guidewire, the physician encountered resistance. Therefore, the lantern was retrieved again. The physician resumed the procedure with a new lantern. No additional coils were implanted. It was determined the embolization had been completed when the confirmation contrast was performed. There was no report of an adverse effect to the patient.